Event description:
It was reported that during the implant procedure after lead connection to the analyzer, that noise and oversensing were visible on the rv channel. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that there was blood in/on the helix.